Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) pace/sense lead. As a result, inappropriate non-sustained ventricular tachycardia episodes were stored within the device, thus leading to one inappropriate anti-tachycardia pacing (atp) delivery. Lead impedance measurements are stable and within normal limits. The rv shock channel is not mimicking the reported pace/sense observations; it's a clean electrogram. Technical services was consulted for troubleshooting options. Additional information was reported that this device delivered an inappropriate shock without therapy exhaustion. Subsequently, the crt-d and rv lead were explanted and replaced due to the reported observations. No additional adverse patient effects were reported.